Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor cracked upon impaction of femoral prosthesis. Per examination by the knee analyst, of the returned instrument, the impactor was returned broken and in two pieces.

Manufacturer narrative:
It was reported that the femoral impactor cracked upon impaction of femoral prosthesis. Per examination by the knee analyst, of the returned instrument, the impactor was returned broken and in two pieces no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.